Manufacturer narrative:
Date of event - estimated as the date of the perforation event was unknown.

Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. The patient's heart was perforated, and the patient was treated to mitigate this event.